Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006 the patient presented with pre-op diagnosis: lumbar degenerative joint disease. Lumbar spondylosis without myelopathy. Lumbar radiculopathy. Medical drug dependency. The patient underwent: intrathecal catheter placement for intrathecal opioid trial. There were no apparent complications during the procedure. (B)(6) 2006 the patient presented with pre-op diagnosis: lumbar degenerative disc disease. Lumbar spondylosis without myelopathy. Lumbar radiculopathy. Medical drug dependency. The patient underwent: intrathecal catheter implant and pain pump implant. There were no apparent complications during the procedure. (B)(6) 2008 the patient presented with pre-op diagnosis: generalized periodontal disease and periapical abscess associated with tooth #19. Generalized sepsis. The patient underwent: completion full mouth extraction, teeth #19-30 with alveoloplasty in the lower left and lower right quadrants. Patient tolerated the procedure well. (B)(6) 2009 the patient presented with pre-op diagnosis: chronic back pain due to osteomyelitic pathologic compression fracture l4. The patient underwent: retroperitoneal l4 corpectomy and vertebral body replacement. Posterior "calaneous" pedicle screw fixation l3 to l5. As per op notes, lengthy disc removal and curettage was undertaken until there was satisfactory decompression down to the dura. An expandable interbody 422mm diameter model was used. It was inserted in the lateral position in the disc space and expanded over the annular cortical bone to prevent telescoping into the more central soft endplate. The cage was filled with bmp to encourage fusion in the interbody space. Then, the pedicle of l3 and l5 on the left was identified. A 4.5mm tap was placed and finally 6.5x45mm screws were placed both in l3 and l5 on the left. A 70mm rod was placed through the screw head using arc. The set screws wer e placed and the screws were tightened with compression of the screw extenders. Similar procedure was carried on the right side from l3 to l5, due to lack of interbody support on the right side, the corpectomy replacement device being on the left side. The patient tolerated the procedure well. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.